Event description:
It was reported that there was a problem with the breath rate function of the device. There was no mention of patient involvement.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to the failure analysis lab for evaluation. Visual inspection found no anomalies. The device event trace was reviewed and found that there were no entries recorded on the reported date of event but the device was in use a few days prior on (B)(6) 2025. The logs showed one instance where the device alarmed high f, confirming the reported problem. This alarm was accompanied with other alarms that indicate a potential issue with the patient circuit. The device was allowed to ventilate for 8 hours using the customer settings and during that time, no alarms occurred. The reported issue was confirmed in the log file review but was unable to be duplicated during functional testing.